Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Additionally, it was reported that the pump was unexpectedly suspending insulin and that the customer also experienced an undefined high blood glucose of 600 mg/dl. No further information was obtained as customer declined troubleshooting for these issues with tandem technical support. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.